Event description:
It was reported that during an intra luminal blocked bowel procedure, the device did not cut and did not staple. The anastomosis tore and the procedure was converted to an open case. No additional information is available. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). The analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Additional information was requested on 5/26/2010, 6/11/2010, 6/28/2010 and 7/26/2010 and no response has been received.

Manufacturer narrative:
(B)(4).